Manufacturer narrative:
At the time of the investigation, no lot number or sample was provided. Without the lot number we were unable to review the device history record to determine if any deviation took place during manufacturing process for the given product number. Without the lot number or sample the root cause for the reported concern cannot be determined. No action will be taken at this time; however, we will continue to monitor this failure mode for this product.

Event description:
Customer reported when the nurse attempted to squeeze outer edges toward center from arrows of the hot pack, it burst and white wet powder substance went all over patient¿s bed and floor and onto the nurse¿s fingers causing her skin to look dry. Rn washed fingers right away with no injury. Did not reach the patient.